Event description:
The nurse started the IV and was cleaning up the supplies. The catheter they had, did not have the silver clip safety device. They were pushing on the plastic on the bottom trying to activate a safety device and their thumb slid up to the top of the needle and they were stuck. This is the first time the nurse used the introcan. The pt was tested and all is negative.